Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was received with cracked reservoir tube lip and cracked on display window noted. The test reservoir stay locked in place noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had a few cracks on the screen and where the reservoir put in and the reservoir is unable to lock in place when inserted into pump. The blood glucose was high at the time of the incident and by using injection the blood glucose went down to 60 mg/dl. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.